Event description:
It was reported that the pacemaker dependent patient experienced exit block. The ventricular lead exhibited loss of capture and no impedance. There were no further problems after the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.